Manufacturer narrative:
The investigation determined that the customer obtained lower than expected carbamazepine (crbm) results and lower and higher than expected phenytoin (phyt) results from non-vitros mas quality control fluids using vitros chemistry products crbm slides lot 3912-0119-0345 and vitros chemistry products phyt slides lot 2625-0185-2783 on a vitros xt 7600 integrated system. The assignable cause of the higher and lower than expected vitros assay quality control results is an instrument related issue. Prior to the replacement of the iwf metering pump on the vitros xt 7600 system, multiple condition codes were obtained on the instrument. Additionally, quality control results using the mas fluids were not within expectations. Following the replacement of the pump by an ortho field engineer (fe), control results were still not within expectations. An ortho fe returned to the customer site and completed multiple adjustments to the iwf subsystem of the vitros xt 7600 system. Following the adjustments, quality control results have returned to expectations for the vitros assays.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected carbamazepine (crbm) results and lower and higher than expected phenytoin (phyt) results from non-vitros mas quality control fluids using vitros chemistry products crbm slides lot 3912-0119-0345 and vitros chemistry products phyt slides lot 2625-0185-2783 on a vitros xt 7600 integrated system. Vitros crbm: mas lot 2511 level 3 results of 3.70, 6.59, and 7.19 ug/ml versus the expected result of 13.58 ug/ml vitros phyt: mas lot 2511 level 3 results of 14.0 and 35.6 ug/ml versus the expected result of 21.7 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros results were obtained from quality control fluids and were not reported from the laboratory. The customer suspended processing patient samples after obtaining the higher and lower than expected quality control results. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).